Manufacturer narrative:
(B)(4)this report will be amended when our investigation is complete.

Event description:
It is reported during the reduction of epiphyseal humeral condyle, it was noticed that two small fragments detached from the apex of the screw. Due to removal difficulty, they have been left in site.

Manufacturer narrative:
This was the first complaint for the product lot number involved. Based on information provided, the most likely cause of the mini magna-fx screw fracturing cannot be determined. This product will be monitored for any adverse complaint trends. There was no product returned and was noted as being in the patient; therefore, no physical evaluation could be conducted. The device history records were reviewed for the lot, which the part originated from, and found conforming to the requirements at the time of manufacture. The screws are used for treatment.